Event description:
A report was received that during a lead implant procedure, the physician accidentally crushed a contact while tunneling the right lead to the left side. High impedances were displayed on several contacts yet the physician left the lead implanted. High impedances continued to be displayed on the right lead and the patient experienced left had tremors. Due to the high impedances, the patient later underwent a lead revision procedure where the physician reinserted the lead to correct the impedances. High impedances were still displayed, however, the x-ray visualized the contacts to be inline and the lead remained implanted. Post-operatively, the patient was programmed without any side-effects of the high impedances and was doing well.